Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 24-oct-2022. Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the unspecified bd pen needle was partially blocked. The following information was provided by the initial reporter, translated from german to english: needle (partially) blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd pen needle was partially blocked. The following information was provided by the initial reporter, translated from german to english: needle (partially) blocked.